Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted an unknown durom component (exat catalogue number unknown) on (B)(6) 2007 on the right side and underwent a revision surgery on (B)(6) 2015 due to fracture of the greater trochanter.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Review of event description: it was reported that the product was implanted on (B)(6) 2007 and that the patient was revised on (B)(6) 2015 due to fracture of the greater trochanter. Review of received data: implantation report dated (B)(6) 2007: patient underwent a right tha due to osteoarthritis. A 54 mm durom acetabular cup (according surgical technique the ref is 01.00214.154) and a 48 mm ldh (according surgical technique the ref is 01.00181.480) were implanted. Acetabular cup was positioned at 45 degrees inclination and 20 degree anteversion angles with immediate excellent press-fit. The stem was placed and 20 degree anteversion. No observation about bone condition or eventual fracture which may have been occurred during rasping was mentioned. Revision report dated (B)(6) 2015: a (B)(6) male patient tha was revised due to aseptic failure. During opening of the patient, surgeon noticed a robust bursitis full of clear fluid. Moreover, significant soft tissue necrosis has been noticed. Distal part of the stem was found to be well fixed in the bone. The cup was easily dislodged from the acetabulum and no bone ingrowth was noted on the acetabular surface. Osteolytic defect noted in the central anterior inferior portion of the acetabulum. No other conspicuousness found in the report. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Root cause analysis root cause determination using dfmea: aseptic loosening due to stress shielding: possible: as no x-rays were received therefore cannot be excluded; metallosis, aseptic loosening due to deformation of the cup due to setting instrument leads to increased wear: possible: product not received. Cannot be excluded; metallosis, aseptic loosening due to deformation of the cup due to sclerotic bone (load application): possible: patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Cannot be excluded; aseptic loosening due to failure of connection between coating and substrate: possible: as no x-rays were received therefore cannot be excluded; aseptic loosening due to failure of connection between coating and substrate: possible: as no x-rays were received therefore cannot be excluded; aseptic loosening due to allergic reaction through contaminated implant: not possible: no infection reported. No inflammation reported; aseptic loosening due to allergic reaction through contaminated implant: not possible: no infection reported. No inflammation reported; changing bone properties due to aging process of the patient: possible: patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Cannot be excluded; increased wear or bone deformation/damage due to increased coating thickness compared to original coating: possible: product not returned. Cannot be excluded. Conclusion summary the poor bone ingrowth and the osteolysis on the acetabulum, described in the revision report, suggest a potential loosening of the cup. The necrotic tissue and the bursitis found during revision suggest that wear between metals occurred. However, without x-rays and product it is very difficult to perform a meaningful analysis. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component 54/48 n on (B)(6) 2007 on the right side and underwent a revision surgery on (B)(6) 2015 due to fracture of the greater trochanter.